Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator and the right atrial (ra) lead were oversensing noise resulted in inappropriate mode switch episodes. The patient was in stable condition.